Event description:
It was reported that a clearlink, non-dehp solution set was leaking at the bottom of the chamber where the tubing connects. This was observed during priming, prior to adding chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8347 for this event. Device manufacturer address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.